Event description:
Customer reported lack of flagging for the presence of blast cells for one pt sample when using a coulter lh 780 hematology analyzer. A manual blood smear differential confirmed the presence of blastic mantle cell lymphoma cells were present. Erroneous test results were not reported. The manual differential was reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before the event and are run daily. All controls recovered within assay limits. Service was not dispatched for this event. Raw data analysis revealed that the abnormality of the sample was not significant enough to trigger blast flagging rules in the algorithm. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.